Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After successfully implanting a 32x2.75mm promus premier stent in the left anterior descending artery, a 38 x 3.00 promus premier stent was advanced to treat the rca. The stent was deployed; however, upon performing post-dilatation with a non-bsc balloon, stent deformation was noted. Subsequently, a non-bsc stent was advanced and deployed to cover the deformed part of the stent. Post-dilatation was again performed and the procedure was completed with good results. No patient complications were reported and the patient's status was stable.